Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images were provided for review. The images capture a lesion site in the rca as reported by the account. Severe calcification is present throughout the rca. Pre-dilation is evident from the images. An unidentified stent is deployed at the lesion site. The next image captures the dislodged resolute integrity stent in the rca proximal to the lesion site. The attempted delivery of this stent or the subsequent removal of the delivery system is not captured by the images. An unidentified stent is then used to deploy the dislodged stent.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the proximal right coronary artery (rca) . The target lesion was noted to be moderately tortuous, moderately calcified with 99 %stenosis. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated with a 125 x 10 mm balloon using 8 atm. The inflation device remained on neutral pressure during delivery of the device. It was reported that during positioning of the stent at the target lesion, stent dislodgement occurred . The stent moved off the balloon. An attempt to snare the dislodged stent failed. The dislodged stent was then secured against the vessel wall using another stent. It was noted that the device did pass through a previously deployed stent, resistance was encountered when advancing the device but no excessive force was used during delivery. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.